Manufacturer narrative:
No serious injury alleged. Product was approx 4 months old at time of incident. Chair allegedly does not stay in tilt or in the correct drive mode when in tilt mode. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
When the chair is in tilt mode, the chair allegedly changes drives and will not stay in tilt. The chair allegedly runs on its own and has to be shut down. No injury is alleged.